Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 806:10 was confirmed during product evaluation. The assignable cause of the reported problem was a defective outlet valve sensor. The pump head module was replaced in order to correct this condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with failure code 808:09. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.